Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the tamper seal was intact upon receipt. Functional evaluation to include downstream occlusion sensor calibration was performed. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated during the investigation as the downstream occlusion sensor passed the calibration test. Root cause of the reported issue is unknown and cannot be determined as the returned sample passed the functional and calibration tests performed. No problem was found. As preventive measure, the device sensors were recalibrated. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 2120

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: all issues found during testing. No patient involvement.